Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3. Analysis found non-conformances/failure and the recharger was subsequently scrapped. The no device found message appeared. G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), g2: the country of the event is jp. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal canal stenosis. It was reported that the cord at the base of the antenna gets hot and the stimulator cannot be charged. The controller displays " no device found" (screen 16) and does not proceed from there. Even if the controller is fully charged, when trying to charge the stimulator by connecting the antenna, the controller's charge level sometimes decreases from 100% to 70% even though the stimulator cannot be charged. The environmental, external, and patient factors that may have caused the event included possible poor connection of the antenna cord. No interventions were performed because there was no health damage. The issue was not resolved at the time of the report. No health damage was reported. The patient medical history included collagen disease. Additional information was received from a manufacturer representative (rep). It was reported that it seems the cause of the recharge antenna getting hot and ins charging issues should be cord deterioration due to aging. The actions taken to resolve the issue were that the recharger was replaced. The issue has since been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745ac serial# (B)(6): product type accessory product ID 97745bp serial# (B)(6): product type accessory product ID 97755 serial# (B)(6): product type recharger product ID 97745 serial# (B)(6): product type programmer, patient h7 <(>&<)> h9 correction: added applicable coding and check boxes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.